Event description:
It was reported the camera head had no image. The issue occurred during during an unknown procedure. A new camera tray was used to complete the procedure. There was a one (1) minute delay as a result but there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera cable was disconnected/cut and flooding inside the main unit image capture. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal charge-coupled device (ccd) may have failed due to flooding of the main unit's image sensor caused by moisture that entered through a cut in the camera cable. This may have caused the internal ccd to malfunction, which prevented normal communication and resulted in no images being output. The disconnected/cut issue was newly confirmed during an equipment inspection by the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. Regarding the flooding, it was likely that the main unit's image capture was flooded by moisture that entered from the cut point of the camera cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.